Event description:
It was reported that in operative intensive, the patient noticed that the bandage had again become wet. As a result, the catheter was removed and another new catheter was placed and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event was reported under MDR# 3006425876-2015-00184. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.